Manufacturer narrative:
E. Full facility name provided: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd q-syte closed luer access device leaks. The following information was provided by the initial reporter, translated from chinese to english: this product was found to leak during infusion use no to all patient impact questions.

Manufacturer narrative:
Investigation results: the complaint of a leak from the q-syte connector was confirmed from two videos that were provided for investigation. Each video showed a q-syte connector being flushed with a syringe. Fluid appeared to be leaking from the vent hole in the connector. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Investigation conclusion(s): the defect of leakage was confirmed. Probable root cause conclusion(s): not determined.

Event description:
No additional information.